Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that there was a frayed cable with a da vinci product. The customer reported event has no report of patient injury.

Manufacturer narrative:
A review of customer provided image was performed by an intuitive surgical inc., (isi) regulatory post market surveillance analyst. Following information was provided : the image was consistent with complaint of a damaged cable. Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable. Correction : the instrument received for failure analysis evaluation was different from the instrument that was initially reported. Therefore, the primary product batch/lot number and material number under section d were updated to reflect these changes. Correction : h8. Was updated to initial use of device.

Event description:
Refer to h11 for follow-up information.